Event description:
It was reported the patient's device had impedance readings of >4000 ohms on all of the unipolar pairs. The patient was going to have a new system implanted. No patient symptoms or outcome were reported.